Event description:
The complainant reports when pre-testing the flexi-seal signal fms with air, it wasn't possible to deflate the retention balloon. It was further reported the fms was not used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.